Event description:
It was reported that there was lack of image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: cib, jacqui, or, cant see through it, po# wcb. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a misaligned optical system. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was lack of image during procedure.